Manufacturer narrative:
Zimvie complaint number (B)(4). G4: premarket identification PMA/510(k) #: k101880.

Event description:
The doctor reports that the dental implant failed because it fractured at the head.the doctor reports that the procedure was concluded by placing another implant.